Event description:
It was reported that while the external pulse generator (epg) was attached to a patient the epg loss capture unexpectedly. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: initial analysis confirmed the reported event, the printed circuit board (pcb) had an intermittent failure. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Although the device failed one functional test for sensing, upon retesting ten times, the same functional test passed. The failure was intermittent, so the complaint could not be definitively confirmed, but it does suggest an issue with test setup or calibration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.